Event description:
It was reported that the left ventricular lead exhibited failure to capture and it was discovered that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.